Manufacturer narrative:
G3 correction: the g3 of the previous report should have been (B)(6) 2024.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead had an operation issue, mainly due to atrial myocardial fibrosis. The physician decided to remove and abandon the implantation of the ra lead completely. However, post-procedure the physician decided to re-implant a new ra lead. The new ra lead was successfully implanted. The patient had no adverse consequences.

Manufacturer narrative:
The reported event was operation issue/ ¿failed to fixing¿. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix to be retracted and clogged with blood. X-ray examination of the entire lead found no anomalies. After cleaning and applying torque directly to the connector pin, the helix was able to be extended and retracted. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.